Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6), 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; pain inter; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: hips nonsurgical treatments: on (B)(6), 2014 the patient commenced pain medication: panadol osteo for the treatment of: pain . Treatment duration: 7 years. On (B)(6), 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: 3-4 months. On (B)(6), 2014 the patient commenced other (please specify) for the treatment of: incontience ($80 per week). Treatment duration: 7 years. ***additional information received on july 27, 2022*** note: this report pertains to one of two devices used during the same procedure: the second obtryx device used in the procedure. This device was successfully implanted. Refer to manufacturer report # 3005099803-2012-01271 for the associated device information. It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape and cystoscopy procedure performed for stress incontinence on (B)(6), 2012. During the procedure, the direction of the sling was incorrect and the "cone part hooked inside the deep fat tissues" and could not be retrieved. Cystoscopy showed no perforation of the bladder. A second obtryx device was used to complete the procedure. After the obtryx device was implanted, the patient experienced complications and nonsurgical treatment. Patient symptoms were reported to be: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; pain inter; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: hips on (B)(6), 2014 the patient commenced pain medication: panadol osteo for the treatment of: pain . Treatment duration: 7 years. On (B)(6), 2014 the patient commenced other (please specify) for the treatment of: incontience ($80 per week). Treatment duration: 7 years. On (B)(6), 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: 3-4 months. On (B)(6), 2020, the patient had a pelvis CT for a history of foreign body in the left ischial region, pain, and limping. Findings were noted as a foreign body shown to be a metallic density object with a wire loop at the distal end with a bulbous focus with proximal point at proximal end. The foreign body appeared to lie within the adductor magnus muscle. Paget's disease of the left hemipelvis particularly involving the left superior and inferior pubic rami is noted. No acute lesions were identified.

Manufacturer narrative:
Block a1: meshc-20211014-1372fa7e block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e1401 captures the reportable event of abnormal vaginal discharge. Patient code e2330 captures the reportable event of pain. Patient code e0206 captures the reportable event of unspecified mental, emotional or behavioral problem. Patient code e0122 captures the reportable event of movement disorder (limping). Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b5, d4, g1, h4, h6 and h10 have been updated based on the additional information received on july 27, 2022. Blocks b3, b5 and d6a have been corrected based on the additional information received on july 27, 2022.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; pain inter; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: hips nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: panadol osteo for the treatment of: pain . Treatment duration: 7 years. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: 3-4 months. On (B)(6) 2014 the patient commenced other (please specify) for the treatment of: incontience ((B)(6) per week). Treatment duration: 7 years.